Event description:
Over 5 years ago, I had lasik surgery by dr (B)(6). Then prk was performed on the right eye only, for a better result. Approximately, a week later, I noticed deteriorating vision and flashes in that right eye. That same day, I went to the doctor that performed the surgeries. He immediately said it was "not from the prk" and sent me on my way. My husband is an internist and after speaking with him, he contacted my neurologist and they got me in for an MRI, thinking it was possibly a tumor of some sort. I then went to his office where the neurologist told us the MRI showed no abnormalities. So then he looked in my right eye. He immediately saw that it was indeed a detached retina. This process took about 2 more days. I did go immediately to have the surgery by a retinal specialist, to repair and reattach the retina. The lapse of a few days may be why it was not a successful attachment surgery, but it attached for about 2 weeks. Then over the course of a year, detached 4 more times. I had surgery a total of 5 times, always following the face down protocol of "face down chair time" of 10 days face down for each surgery. On the last surgery, my eye could take no more and I had a choroidal (sp?) Hemorrhage within the eye. They saved the eye during surgery. But I now have no vision in that right eye. I could deal with that if it wasn't for the pain I've dealt with on and off. I do autologous blood drops, that helps. I use steroid drops 4 times a day, but my pressure has now dropped to a 3, it is usually a 6. If the pump in the back of the eye stops working because of the scar damage inside, my pressure (eye filled with oil) will go down more and they (current retinal specialist) want to remove the eye. I'm in my (B)(6) and have (B)(6) kids. It's difficult to be outside at my sons travel baseball games. The pain is on and off, but not terrible now. Has anyone had an eye removed? And I did finally try to sue, but I waited too long, I was trying to be positive as that would promote healing, lol! But then the lawyers drag it out so the 2 years passed and then I could not (2 years limit?). I personally think they didn't think they could fight a very wealthy doctor group and just drag it out so time expired. Please anyone out there have any advice? I've seen one very good eye doctor in (B)(6), who suggested keeping eye as long as possible, but there was not much else he could do for the pain. I am now on hourly steroid drops, that are very expensive, and autologous drops. All expensive, they don't help much, but keep the eye in. I pray for no pain daily. Some days are good and some days are bad.